Manufacturer narrative:
The device was returned and investigated. The returned device analysis confirmed the reported difficult to open or close (gripper actuation - single) due to the observed broken gripper line. The reported positioning failure (leaflet grasping ¿ clip not implanted) could not replicated in a testing environment as this was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, the reported difficult to open or close (single gripper actuation) was due to the observed broken gripper line. A cause for the observed broken gripper line could not be determined. The reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be an effect of the reported single gripper actuation issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. The clip was advanced to the mitral valve. The leaflets were difficult to grasp, the anterior gripper would not come down. The clip was removed without issue and was replaced with another clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.